Event description:
New information on (B)(6) 2016 stated that lead revision was taken place due to low impedance. The lead was explanted and replaced successfully. The patient was in stable condition.

Manufacturer narrative:
No conclusion code available; final analysis found the insulation was wrinkled at 25.9 cm from the connector pin. All other damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4) .

Event description:
It was reported that the right atrial lead exhibited noise. No intervention was performed. The patient was fine.